Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried tissue in the helix housing, however lead tip and helix appears intact and undamaged. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged about two months following implant. At explant, the lead helix would not extend or retract. The lead was explanted and replaced. No additional adverse patient effects were reported.